Event description:
It was reported that the patient received hv inappropriate therapy. The device was double counting the p-wave on the ventricular channel. Lead dislodgement was suspected. The x-rays confirmed the rv coil all the wayup into the svc. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.